Event description:
Damage to a tandem charging cable was reported by the caller, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.